Manufacturer narrative:
Follow-up # 1: date of submission 07-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: there was a cs 064 call service alarm observed in the black box history associated with high force due to an occlusion during priming of the pump. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the initial complaint was not duplicated. There was no defect found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.